Manufacturer narrative:
(B)(4) it was reported that while performing an ablation procedure with a thermocool smarttouch uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable catheter manipulation issues. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the shaft is broken with exposed wires. The awareness date was reset to 12/9/2014 for this complaint, the date of the fal lab discovery. Per the shaft condition, the catheter was tested for electrical performance and failed. Further investigation revealed that the puller wire had a short circuit with electrodes #2 and #3. This failure might be a result of the shaft damage. The IFU states that careful catheter manipulation must be performed and avoid twisting the catheter to prevent any damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that while performing an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter, the complaint device was said to have experienced non-MDR reportable catheter manipulation issues. The procedure was completed with no patient consequence. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the shaft is broken with exposed wires. Due to the compromised integrity of this catheter, exposed wires, this event is MDR reportable. The awareness date was reset to (B)(6) for this complaint, the date of the fal lab discovery.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. Manufacture¿s reference no.: (B)(4). (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.